Event description:
As the anesthesia care provider was delivering anesthesia, the anesthesia monitor started displaying an error sign and an alarm reading indicating water trap full. Upon seeing the alarm, the provider responded by switching to a new water trap. The alarm stopped, the provider continued delivering care and about 30 seconds to 1 minute later, the water trap alarm appeared again. This error prevented the provider from knowing what anesthesia gases were being delivered and what the patient's co2 readings were. The provider again repeated the process of correcting the alarm and the machine kept going into the error mode. At this time, an anesthesia technician was called to the room to help correct the issue. Neither the tech nor the provider could solve the problem. For the rest of the duration of the case the provider had to keep repeating the process of changing water traps until the case ended. In conclusion, we have two backup processes in place to prevent disruption in patient care. The device caused no injury or harm to the patient. The device is currently in service working in the or. There have been 5 events in different or rooms with the same issues and outcomes.